Manufacturer narrative:
A confirmation of the reported event is not applicable since not enough information was provided. The reported event states that screw loosening was observed during a routine follow-up examination. Further information was requested regarding the used drill, x-rays that illustrate the reported failure, or the missing lot numbers, but no information could be provided. Moreover, more detailed information to clarify the reported event would have been needed for a profound investigation. None of the implanted devices needed to be removed and replaced. The remedial action taken by the healthcare facility relevant to the care of the patient was that the affected two screws were re-tightened. According to the related risk management file these are possible root causes for the reported failure: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole; incorrectly selected/ assembled implant/instrument; insufficient/too high bone quality; implant/instrument mix-up; wrong/ missing functionality check; improper implant placement (e.g. Arch bar, screw); wrong/ missing information; usage of self-tapping screw without pilot hole/ bone screw without tapping; power tool usage for screw insertion (except qdm). Based on statistical evaluation there are no indications for any systematic design, material, or manufacturing related issue. Therefore, no preventive and/or corrective actions are deemed necessary at this time. The complaint was added to the complaint trend.

Event description:
It was reported by a customer that the screws loosened post-operatively. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Please note the actual device quantity is 3. Device is implanted in patient.

Event description:
It was reported by a customer that the screws loosened post-operatively. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.